Manufacturer narrative:
On 05/2016. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated "the bubbling protrusions, which were marked in blue, were noted over the catheter shaft and the balloon failed to inflate just in use." Information clarified at follow up: the catheter surface bubbled at attempted balloon inflation and the balloon did not inflate. The area of the shaft which bubbled was marked in blue on the photos provided. The patient was discharged in stable condition. No further information was provided.